Event description:
Additional information received reported that there was a 50 percent or greater symptom reduction. The component involved in the event was the programmer and the action taken to resolve the event was that they reprogrammed the interstim. The cause of the event was determined and it was not device related. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0fr4a, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a history of urogynecological and rectal issues. The patient was told they had some kind of urethral stricture at one point and had tried mesh, sling, patch, oral medication, and topical creams, including genique, prior to implant. The patient also had 2 rectocele repairs and rectum muscle repair. The patient never had therapeutic effect. The patient was under the impression that the device would solve all of their problems. The device was implanted because it seemed stress such as laughter or even just standing up, made all of their urine come out of them without warning and they had no urge at all. Since implant therapy never worked and the patient never achieved 50 percent or greater reduction in symptom control. The patient used to use menstruation pads, but since implant had to use incontinence pads. The patient¿s training was ineffective due to the effects of anesthesia. The patient had stimulation in the wrong location. The patient felt stimulation in the rectum and left buttock and was reprogrammed so they felt it more in the vaginal area. The device had been reprogrammed 2 or 3 times with no effect. The patient¿s stimulation was too strong and they decreased it. The patient did not feel stimulation standing as much as they do leaning to one side. The patient thought the lead stimulated the bladder directly. Recently the patient tried to increase to 6 to 7v and it caused pain in the vagina, bottom part of their hip, and into their rectum. Under their bottom, the patient had a little pain in there quite a bit and now had low back pain. The patient had no therapy effect since implant, but also fell on their knees at some time. The patient did not recall if the symptom control became worse after the fall and the patient denied falling on the device at all. The patient would have an appointment on (B)(6) 2015 to start botox injections. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.